Event description:
The bath was filled by personnel when they saw the temperature on the thermostat go up to 70 degress (c). Turning the thermostat was of no avail. No one has gone into the bath, so no personal incidents have occurred.